Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. Additional information indicated that this lead was not able to track the specific part of the coronary sinus that the doctor wanted. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analaysis revealed that the allegation against this lead was not confirmed. Laboratory observations and field report were insufficient to verify difficult to position allegation. The lead tip appeared normal. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Correction to field b5: describe event or problem which should be captured in supplemental report number 2124215-2020-28460.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis revealed that the allegation against this lead was not confirmed. Laboratory observations and field report were insufficient to verify difficult to position allegation.the lead tip appeared normal. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Correction to field b5: describe event or problem which should be captured in supplemental report number 2124215-2020-28460.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. Additional information indicated that this lead was not able to track the specific part of the coronary sinus that the doctor wanted. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The allegation against the lead was not confirmed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. No adverse patient effects were reported.